Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no fall rate audio alert on the mobile application occurred. The patient reported his continuous glucose monitor (cgm) displayed 350 mg/dl prior to going to bed. He took some insulin, received a vibration alert prior to falling asleep when his cgm dropped from 350 mg/dl to 270 mg/dl. Approximately 45 minutes later, he woke because he felt nauseated, lightheaded and that his blood glucose (bg) may have been in the 30s; however, his cgm displayed 150 mg/dl. He got up and on his way to the bathroom, he passed out and hit his head. His wife called emergency medical services (ems) and his bg per ems was 140 mg/dl but ems was unaware of the sudden drop in glucose. By the time he was placed on the gurney, his bg was below 100 mg/dl. He was treated with IV fluids, glucose and transported to the emergency department (ed). In the ed, he received IV glucose and treatment for the cuts to his face and forehead, his black eye and was discharged 18 hours later with a bg in the 200s and diagnosed with a concussion. The patient alleged that he did not receive downward pointing arrows or a rapid fall alert on his app which was set at 3 mg/dl per minute. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device.